Event description:
It was reported that the device delivered inappropriate therapy due to t-wave oversensing. Programming for optimal sensitivity was not possible due to small r-waves and large t-waves. A new sense/pace lead was implanted. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.